Event description:
Caller reported that insulin gauge displayed an amount different than expected earlier in the day, with an observed discrepancy of over 30 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by reloading the same cartridge and was advised by technical support to call back for troubleshooting if the issue recurs.